Event description:
It was reported that the left ventricular (lv) lead displayed high thresholds. The lead was placed in a very large inferior branch off the coronary sinus. Upon fluoroscopy the day after implant, the physician suggested that it looked like the lead stayed in the same place. The next day the lead must have moved slightly because thresholds became even higher than they were (now 6 volts plus) and diaphragmatic stimulation was difficult to avoid. The physician decided to turn the lv lead off and pace the right ventricle (rv) only. This quickly exacerbated the patients heart failure and kidney issues. There was never at any point a product performance complaint. This was all thought to be due to patient anatomy. Approximately one week later the lv lead was explanted and a new lv lead was successfully placed in a lateral branch with acceptable thresholds and no diaphragmatic stimulation. It was later reported that the patient was making positive progress in terms of his heart failure and kidney issues. Within a day of being discharged the patient passed away. The cause of death was not related to the implantable cardioverter defibrillator (ICD) system. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c29 bioprosthetic heart valve, implanted 2007-(B)(6); 0148 boston scientific lead, implanted 2007-(B)(6); 4470 boston scientific lead, implanted 2007-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.